Manufacturer narrative:
The lens was not returned for evaluation. The lot history record was reviewed for the lens and there were no non-conformities or anomalies related to this complaint. Based on the information provided, we are unable to conclusively determine a root cause.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was implanted and removed. A vitrectomy had to be performed and a l122uv lens was the replacement lens implanted. The incision was enlarged and sutures were placed.

Manufacturer narrative:
The lens was returned for evaluation. Particulates, saline dendrites and dried solutions are visible on the optic. Visual inspection found one haptic bent. The delivery device was not returned. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. According to the surgeon, the most likely cause of the event is patient-related due to reported pre-existing zonular weakness. This event is considered to be unrelated to the device.

Event description:
Additional information received states that the iol was noted to be unstable due to inferior posterior capsule loss. The iol was removed intraoperatively from the patient's right eye and another lens was implanted, the surgeon believes this was caused by the patient's pre-existing zonular weakness. The patient's vision is improving although there has been some corneal edema.